Event description:
Olympus was informed that toward the end of a total laparoscopic hysterectomy (tlh) procedure, while the users were attempting to remove the last bite of tissue from the fallopian tube, the subject device reportedly stopped functioning after a damaged probe warning was produced. The users reportedly removed the subject device from the pt and performed a probe check verification. The generator was said to have produced an unspecified ultrasonic error. The users decided to reinsert the subject device into the pt after being advised that the subject device might have been damaged. As the users were grasping tissue with the subject device, the probe was said to have broke and was dangling. The subject device was said to have broken off external to the pt after it was withdrawn. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add¿l info, but no further details were provided. The device referenced in this report was not returned for eval. The exact cause of the reported phenomena could not be conclusively determined. But, based upon the available info, user error could not be ruled out as a contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.